Event description:
A healthcare worker (hcw) touched cidex disopa solution with a bare hand, which resulted in staining and tingling sensation. The hcw has not seen a doctor at the time of the report. Additional information received will be submitted in a supplemental report.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the complaint history trending, batch record review, failure mode effects analysis, system hazard use misuse analysis, and health hazard analysis. Complaint history trending for cidex opa solution with the problem code of "hr-staining" was retrieved for 12 months ((B)(6) 2009 to (B)(6) 2010) for cidex opa solution (which includes disopa solution). The overall defects per million opportunities (dpmo) has been below the upper control limit. Complaint history trending for cidex opa solution with the problem code of "hr-skin contact" was retrieved for 12 months ((B)(6) 2009 to (B)(6) 2010) for cidex opa solution (which includes disopa solution). The overall defects per million opportunities (dpmo) has been below the upper control limit. The dpmo that hits the upper control limit during (B)(6) 2010, is considered to be low risk trend. The dpmo analysis for the most recent month ((B)(6) 2010), with the unchanged upper control limit shows that the trend is well within the control limit of 0.30 dpmo. Batch record review of cidex opa solution was not possible since the lot number was not available. The fmea (failure mode effects analysis) score for user allergic symptoms and skin exposure is below the threshold of 100. The shuma (system hazard use misuse analysis) hazard identified has been assessed a category I - broadly acceptable risk. The hhe (health hazard evaluation) was reviewed for similar symptoms and the hazard/risk index was 2, which indicates the associated risk is none/negligible. The hhe (health hazard evaluation) was reviewed for skin staining and the hazard/risk index was 3, which indicates the associated risk is none/negligible. Due to the low health/risk index, no further action is required. The disopa specific solution lot number was not reported. No product was returned for evaluation. The root cause was determined to be failure to follow instructions and inadequate personal protective equipment. Disopa solution is manufactured in (B)(4) and sold exclusively in (B)(6). Disopa is similar to cidex opa solution sold in the united states. The cidex opa instructions for use (IFU) warns to avoid contact with eyes, skin, or clothing. Direct contact with eyes may cause irritation. Direct contact with skin may cause temporary staining. Repeated contact with skin may cause skin sensitization. In case of eye contact, immediately flush eyes with large quantities of water for at least 15 minutes. Seek medical attention. In case of skin contact, immediately wash with water. Refer to the material safety data sheet (msds) for additional information. Under IFU: precautions: when disinfecting devices, use gloves of appropriate type and length, eye protection and fluid-resistant gowns. When using latex rubber gloves, the user should double glove and/or change single gloves frequently, e.g., after 12 minutes of exposure. For those individuals who are sensitive to latex or other components in latex gloves, 100% synthetic copolymer gloves, nitrile rubber gloves, or butyl rubber gloves may be used. Exposure to cidex opa may elicit an allergic reaction. Possible allergic reactions have been reported in rare instances. In the majority of these instances health care workers were not using the product in a well "ventilated room or not wearing proper personal protective equipment. It also appears that in some instances, the healthcare workers were not using the product in a manner consistent with the instructions for use. The report received indicated the hcw did not use personal protective equipment (i.e. Gloves) while handling disopa thus user error and inadequate ppe contributed to this event.

Manufacturer narrative:
The instructions for use for the product warns that direct contact with skin may cause temporary staining. Repeated contact with skin may cause skin sensitization, in case of skin contact, immediately wash with water.